Event description:
The customer reported that the central station did not alarm for a tachy event. The involved patient expired.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.